Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 6 of 6. There was nothing found during troubleshooting that could cause or contribute to the alarm. The baxter technical services representative (tsr) explained the alarm and helped the home patient (hp) to clear it by turning the hc off and on. A system error 2367 then occurred. The hp cycled the power again to get back to "press go to start." The hp would complete therapy manually. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.